Event description:
It was reported that pump t button stopped working and was later found to be missing, and no blood glucose readings were provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump, testing could not be performed due to missing button, and replacement pump was provided.